Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial gastrectomy procedure, the reload was attached with the yellow tab being attached to the handle, the clamp test was also successful. However, when it was attempted to be fired, the handle cannot be squeezed even after pressing the green button, hence the device did not fire. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.